Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The customer successfully loaded a new cartridge. Additionally, it was reported that there were air bubbles in the tubing. Reportedly, the customer did not see the air bubbles and was told by their healthcare provider that there were air bubbles in the tubing. The customer's blood glucose (bg) level was as high as 390 mg/dl. The bg level was addressed with a manual injection and a bolus via the pump. The customer successfully primed the tubing to remove the air.